Event description:
Additional information received indicated loss of capture resulting in oversensing was observed on the right ventricular lead. The patient was not pacemaker dependent. The device was reprogrammed to resolve the event and the patient was in stable condition.

Manufacturer narrative:
PMA/510k: this product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, high pacing impedance and an increase in capture was noted on the right ventricular (rv) lead. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.